Event description:
This (B)(4): left renal stent occluded, infarcted kidney, patient on dialysis. Mentioned that the stent used for renal artery was 5mm stent (non-cook). The physician mentioned that the only zfen renal occlusions he has seen have occurred when 5mm stent was used in the renal. See (B)(4) for: 2 other patients receiving 5mm stent have occluded. (Totalling 3 out of 4 patients who received a 5mm stent).